Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2016, and the patient was reimplanted with a new cochlear device during the same surgery. This report is filed june 1, 2016.

Manufacturer narrative:
This report is filed on april 19, 2016. Implanted device remains.

Event description:
Per the patient's surgeon, the patient experienced intermittencies and subsequent loss of connection to the internal device, however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and reimplant the patient with a new device as of the date of this report, april 19, 2016.

Manufacturer narrative:
This report is filed september 30, 2016.